Event description:
It was reported that the user accidentally selected ¿fill tubing only¿ during a supply change and was guided by support to return to the correct workflow to change the infusion set and cartridge. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of the supply change without medical intervention or hospitalization. Investigation included customer interview and use review. Investigation of this case revealed user error in following device prompts, with the device and its components performing as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.